Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the implantable neurostimulator (ins) becoming warm was not determined. In order to resolved the issue, the patient was instructed to recharge the stimulation while it's off. The patient will begin the process and report back to the clinic. In addition, the cause of the patient controller being greyed out was not determined. A new controller was sent to the patient. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient experienced warming on skin, discomfort, and "pins and needles" near the ins. The patient reported this had already been discussed with her healthcare provider (hcp), and infection was ruled out. It was reviewed that therapy could be turned off when symptoms were experienced to rule out therapy as a cause. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information received from a manufacturer's representative. It was reported that the hcp saw no signs of infection. The representative felt different areas of the patient's skin and the area around the ins undoubtedly felt warmer. The patient's ins gets warm and it wasn't correlated to recharging. The patient was on evolve settings and didn't notice a difference in warmth if they ran it at a higher or lower intensity. The patient received pain relief so it was hard for them to turn the ins off to see if this changed the sensation. They turned the ins off for about 6 hours and didn't notice any change in sensation. The patient's ins was always warm and there were some random occasions where the area went past warm and became hot. The representative called back because they were trying to adjust the speed/temperature of the charging on the patient's controller but it was "greyed out". They tried to access it while on call and were successful. No further complications reported.